Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Received pump with damaged retainer ring unable to perform the displacement test and occlusion test. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement test and self test. Pump failed sleep current test. Successfully downloaded history file and traces utilizing thus. The following power alarms/alerts noted in downloaded history on event date: low battery alert [104] on (B)(6) 2023 22:23:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following alarms/alerts were noted on event date: stuck key alarm on (B)(6) 2023 06:03:40.000. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Pump passes keypad voltage test. Test p-cap and reservoir do not lock properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Swapping out test boards confirms sleep current anomaly is isolated to pcba 1. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing o-ring (reservoir tube), debris under window, stained keypad overlay, partially broken retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, faded end cap address label, and serial number label missing. Charge/battery lasts less than expected and sleep current anomaly isolated to pcba 1. No failed battery alerts noted during analysis, failed batt test not confirmed. Unable to confirm alleged insulin flow block alarms due to broken retainer ring, no delivery alarm unknown. Cosmetic damage confirmed at the battery side of case. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack on the insulin pump, the battery fell out from the pump, had unexplained no delivery alarms, rejected new battery, had failed battery test, and the battery life was diminished - batteries lasting less than 7 days. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the pump. The pump will not be returned for analysis.